Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient called and stated the pump kept beeping every hour. It was noted there was three beeps all at the same time. Additional information received from consumer on 2018-jan-19 reported the pump started beeping on approximately (B)(6) 2017. It was noted that the pump weaned out. It was noted that the pump quit on (B)(6) 2017 and the patient went through withdrawals for 2 1/2 weeks. The patient went to their healthcare professional and had them alter the "beeping". It was noted that the pump beeping was resolved. No further complications were reported/anticipated.